Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 309 mg/dl and the sensor glucose was 33 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer had symptoms such as head hurting and dizziness. The sensor will be returned for analysis.